Manufacturer narrative:
On december 15, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with shell abrasion. A rupture was observed within the shell abrasion, measuring approximately 5.0 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. (B)(6) suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2020, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. (B)(4).

Event description:
It was reported that a female patient of unknown age, race underwent unspecified breast surgery with a 350cc mentor memorygel breast implant on both sides. Patient came in the office (B)(6) 2020 to discuss breast implant exchange, and scheduled bilateral revision augmentation with saline mentor implants for (B)(6) 2020. Left breast implant was discovered to be ruptured during the implant exchange with catalog number 3502350; serial number (B)(4) on (B)(6) 2020.